Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device had color bars or was black screen when the subject device was turning on and connected to multiple endoscopes. It was needed to restart the subject device and occurred twice. The user also reported that the subject device had been sent to repair last month. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). But it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However omsc confirmed and considered as follows; from the following facts obtained from the investigation, omsc could not possible to determine whether the reported phenomenon occurred due to a malfunction of the subject device. -sorc could not duplicate the reported phenomenon. -when checking the manufacturing history, it was confirmed that there were no manufacturing abnormalities or corrections. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc), and it was investigated as follows: [consideration] from the following facts obtained from the investigation, it was not possible to determine whether the reported phenomenon occurred due to a malfunction of the subject device. [Investigation result] it was connected otv-s7proh-hd12e (a camera head owned by olympus) and conducted a start-up test at low temperature, normal temperature, and high temperature, but it could not confirm the occurrence of the phenomenon. It was reviewed the manufacture history (DHR) of the device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.